Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/22/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. Smarttouch catheter was in close proximity to another catheter at times during the procedure. There is no information regarding if the catheter zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. The force issues reported are not MDR reportable because the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Since two ablation catheters were used prior to the adverse event, this event will be reported under both catheters used. This complaint is for the second catheter used during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with two thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. While using the smarttouch catheter #1, a force sensor error (106) displayed on the carto 3 system. In addition, they were unable to unable to zero the catheter or display the force. Cable was replaced without resolution. Catheter was replaced and the issue resolved. No ablations were performed with the first catheter used. The procedure continued and post ablation phase with the smarttouch catheter #2, the patient became hypotensive and a tamponade was confirmed via body surface ultrasound. A pericardiocentesis was performed and yielded 500cc of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome was improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it may have been procedure related. It was noted that the physician considered that the injury may have been related to the transseptal portion of maneuvering the non biosense webster inc. (Bwi) his catheter. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode with standard smarttouch parameters. Power was not titrated. Generator settings, overall ablation time, and last ablation cycle time at the site of injury were not reported, as the time and site of injury are unknown. The injury was noticed after ablation. It was reported that ablation parameters remained within safe limits throughout the procedure and no high or abnormal values were noted. Irrigated catheter flow was set at 30ml/min.